Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they needed to have their ins removed because it wasn't working and because they didn't need it anymore. The patient stated that they had something removed, which was "pulling down on everything," but the patient was difficult to understand regarding what they had removed. The patient added that they had "new batteries and everything" but did not clarify which batteries they were referring to. The patient then stated that their ins hasn't worked for quite some time. The patient also mentioned that there's usually some stimulation that they can feel, but they haven't been able to feel the stimulation for a long time. When asked for an event date, the patient only stated that the issue started well over a year ago and was unable to provide a clear estimate. The patient said that their hcp redirected them to mdt to check if they could have a surgery, and the agent reviewed the role of patient services. The patient also mentioned that an mdt rep was not present when their current hcp checked their ins to confirm that it's not working anymore and stated that they need permission to have their ins removed. The agent redirected that patient to their hcp to further address the issue, but the patient stated that their previous hcp was no longer around and that they went to see a new hcp. The patient then confirmed current hcp information, and the agent provided ts phone number. During the call, the patient was distraught and speaking very fast, and the agent did their best to document important details of the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.